Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device and lead were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) on the right ventricular (rv) lead as the cardiac resynchronization therapy defibrillator's (crt-d) twos discriminator did not continue to withhold detection. Programming options were discussed. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.